Event description:
On (B)(6) 2014, the lay user/patient in (B)(4) contacted lifescan (lfs) to report the one touch verio iq meter was giving inaccurate readings compared to laboratory result; however the patient provided no specific data. The patient did not report experiencing any symptoms or medical attention. As the issue was not resolved with troubleshooting, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.